Event description:
Minihip / trinity revision (njr index# 1970300) of the stem and biolox delta ceramic head after approximately 9 years and 10 months due to fracture of the stem.

Manufacturer narrative:
Per comp - 3622 initial report. Additional information, including patient activity level, weight, medical history, confirmation on the reason for revision, post primary and pre revision x-rays, operative notes (primary and revision), whether the patient experienced any slips / falls or other trauma post primary surgery, whether the patient followed correct post-op protocol, are the explanted devices available for examination and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion. The appropriate device details have been provdied and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.